Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the dead battery was due to the fact that the patient stopped charging it. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's battery was dead and they weren't receiving pain relief anymore. The system was explanted and the issue was resolved. No further complications reported.